Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (cloudy) issue. The reporter stated that the pump display screen appeared to be out of focus. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/18/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/10/2013 with the following findings: testing could not duplicate the initial complaint of 'fuzzy' display screen. The display screen was observed to be fully functional, fully illuminated, and with no visible signs of fading or discoloration.